Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer reported that they have high blood glucose levels of 21.7 mmol/l and 23.8 mmol/l and stated that the ketones were present in the urine. The customer treated high blood glucose levels with insulin pump. Troubleshooting was performed. The customer does not alleged that the insulin pump was under delivering insulin. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.